Event description:
During stenting of a lesion in the common carotid artery, the precise stent was deployed a little to far past the lesion leaving a small amount of the lesion uncovered. Another stent needed to be placed to completely cover the lesion. The pt is a male who was consented to the study. The pt was asymptomatic at the time of the index procedure. The target lesion location was the bifurcation of the right common carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 10mm. Target lesion diameter stenosis was 80% with lesion length of 20mm. Lesion calcification was described as mild. Vessel tortuousity is unknown. An angioguard distal protection device was used but could not be deployed distal to the lesion. The filter basket was retrieved successfully. A non-study distal protection device (spiderx) was successfully used in the procedure. Pre-dilatation of the lesion was performed. A precise stent was implanted for treatment of target lesion, but was deployed a little to far past the lesion leaving a small amount of the lesion uncovered. Therefore, another precise stent was placed to completely treat the lesion. The final target lesion percent diameter stenosis was 20%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the next day with clopidogrel and aspirin directed.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.